Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited a failure to capture. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Correction g8 - manufacturer report number should have started with 2017865 not as submitted and MFR report number should have been -"cfn-based".